Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that the implantable neurostimulator (ins) was over heating. During recharge, the ins pocket got warmer so the patient felt uncomfortable. The patient suffered from pain while recharging due to overheating. The cause of the event was unknown. The manufacturing representative had been informed of the event when the hcp checked the ins. The hcp recommended the patient not recharge and a revision was planned to replace the ins. The date of the revision was unknown. The issue was not resolved and the patient was alive with no injury. The rep reported two weeks later that the recharger and/or antenna was placed directly on the patient's skin during recharger but there were also layers of clothing in between. The patient did not experience any shocking or jolting sensations or changes in stimulation. The patient did not experience warming sensations when not recharging or when the ins was turned off. Palpating the ins or extension/lead connection did not cause any changes in stimulation. Other recharging systems were tried. Impedances were checked, values were not reported. Ins replacement has been scheduled for (B)(6) 2016. The patient was receiving effective stimulation.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. There were insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.